Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise indicated to be short v-v intervals was observed. The physician was unclear if this was related to the connection to the device or a lead issue. Both the device and the lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed.returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.